Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
.

Manufacturer narrative:
Additional info: visually confirmed the driver shaft is fractured at the welded joint. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Event description:
It was reported that the patient underwent a direct lateral interbody fusion at c3-l5. It was reported that the driver broken during insertion of the bone screw.